Event description:
It was reported that during normal follow up, an alert for high voltage lead impedance out of range was observed. Physician noted high intermittent lead impedance over the lifetime of the lead. The high voltage lead impedance was tested several times however, normal values were always found. Lead remains implanted and patient to be monitored. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.